Event description:
It was reported that while using the ilet system, the patient experienced recurrent hypoglycemia, initially treated with a glucose tablet and cereal with milk that led to a blood glucose rise to 216 mg/dl, followed by another drop to 58 mg/dl and subsequent stabilization to 160 mg/dl after additional glucose. The event was associated with user management of low glucose and overtreatment, consistent with an improper or incorrect procedure or method, and no device component issue was applicable. No adverse clinical symptoms associated with abnormal blood glucose fluctuations categorized as hyperglycemia and hypoglycemia events. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, and a usage problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.